Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation (B)(6) 2015. Results: the device in question was not released for inspection as the customer has permanently removed it out of service. The most likely lot codes could be 879 (manufactured in (B)(6)1987) and or 170 (manufactured in 1987) for the device in question. No manufacturing or design related trend has been identified. Conclusion: in summary, the device in question was inspected by a sales representative and found that the swivel lock was too loose and there was rocker arm movement when locked. If this complaint is not a duplicate of (B)(4) we strongly advise that this device be taken out of circulation for further inspection and in service is being recommended.

Event description:
A report was received regarding a triad skull clamp via maude report#: mw5039470. The description is as follows; "mayfield head holder placed on the patient. The head holder slipped, causing laceration to the scalp. Scalp was stapled mayfield equipment inspected by service rep and found that the swivel lock was too loose and there was rocker arm movement when locked". (B)(4).